Event description:
A customer reported experiencing a past low blood glucose event with a level as low as 40 mg/dl. The customer managed the situation by going off the pump and consuming carbohydrates, successfully addressing the issue. Tandem technical support recommended consulting a healthcare professional to explore factors affecting blood glucose levels.